Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 tip started to peel away. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. Visual inspections determined that the cold boot was peeled and melt from the tip to center part of the jaw. Based upon the received condition of the device, the reported complaint was confirmed. The failure mode of "peeled/torn/damaged silicone insulation" has been investigated through the fir process. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.